Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and screen became unresponsive and illegible so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, instructed customer to let battery fully deplete before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and directed customer to return damaged pump using prepaid label within 10 days.